Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, it was reported by the rep that the head nurse stated that the surgeon had a problem with the er320 scissoring and it severed a vessel. The surgeon was able to use the clip applier again to obtain hemostasis. There was no consequence to the pt.